Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. (B)(4):micromotor (B)(4) (bearing damage) defective, replaced with (B)(4). Battery (voltage collapses under load) defective, replaced. Contra-angle handpiece, power supply unit and foot control were not included. Function test without errors.

Event description:
In this event it was reported that a vdw. Silver has a calibration error; no injury resulted.